Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system with what appears to be the reported vassallo floppy guidewire stuck inside the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to outer sheath at the nosecone. The stent was deployed and was not return for product analysis. The stuck wire is a 0.014" guidewire. The wire is sticking out 42.3cm from the tip and 82cm from the knob of the rack. Microscopic examination revealed no additional damages. There is blood present on and in the device. Attempts to remove the wire was unsuccessful so the handle was x-rayed to verify if there are additional damages causing the wire to be stuck. X-ray of the handle showed that the proximal inner prolapsed. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed the proximal inner prolapsed in the handle which contributed to the difficulty deploying the stent. This likely led to the froze on wire and stent deformation.

Event description:
It was reported that the stent elongated and the delivery system became stuck on the wire. The 100% stenosed, 20cm in length target lesion was located in the severely tortuous and mildly calcified superficial femoral artery (sfa). Following pre-dilation, a 7 x 120 x 130 eluvia drug-eluting vascular stent system was advanced contralaterally over a .014 non-bsc guidewire and stent deployment was initiated. During deployment the thumb-wheel became harder to turn and then began spinning around freely with about 1cm of stent deployment remaining. The remaining 1cm of the stent was deployed using the pull grip mechanism and deployment was successfully completed. The entire length of the stent became elongated to approximately 13cm. During removal of the delivery system, the catheter became stuck on the wire and the whole system was removed from the patient together. Another 7 x 120 eluvia drug-eluting vascular stent system was selected and deployed successfully without issues to cover the remaining lesion. The procedure was completed and there were no patient complications.